Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther tulip filter on (B)(6) 2007. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Ko32426 510k number will not resolve.

Event description:
The additional information received on 24-may-2018 as follows: pt allegedly received an implant on (B)(6) 2007 via the inferior vena cava due to pulmonary embolism and deep vein thrombosis. Pt is alleging embedment. Pt further alleges anxiety, difficulty walking.

Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, pe, difficult to retrieve (emb'd), anxiety, soft tissue injury, dvt'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Unknown if the reported anxiety or soft tissue injury is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Event description:
Patient allegedly received an implant on (B)(6) 2007 due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging vena cava perforation, embedment, and numerous clots post filter implantation. The patient further alleges anxiety and physical limitations. (B)(6) 2020, report from CT (computed tomography): "the ivc at and inferior to the level of the renal vein origins is small in caliber at 1 cm with intraluminal increased attenuation which may represent calcifications and/or calcified thrombus which are also in the left greater than right common iliac veins. There is a bifurcated endovascular stent extending from the ivc at the origin of the renal veins into the bilateral common iliac, external iliac and common femoral veins as well as likely the proximal femoral veins based on the scout image. The majority of the infrarenal ivc filter is located anterior to and separate from the ivc with exception of the posterior struts at the 5:00 and 7:00 positions which traverse the walls of the ivc but not the lumen. There are inferior tips abutting the adjacent upper l4 anterior vertebral body. The apex of the ivc filter which is and outside the ivc is located 2.4 cm inferior to the renal veins. The ivc struts anteriorly at the 11 :00 to 1 :00 axis about the posterior wall of the third portion of the duodenal sweep." "Small caliber ivc which may be chronically thrombosed given the right abdominal and pelvic retroperitoneal varicosity as well as the superficial varicose veins within the anterior subcutaneous tissues medial and lateral of the abdomen and pelvis which may be providing collateral venous return".

Manufacturer narrative:
Additional information: investigation investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, embedment, stenosis/deep vein thrombosis/thrombus, anxiety, scarring, physical limitations. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported anxiety, scarring, physical limitations is directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As per a CT scan performed on (B)(6) 2016 it is stated that, " there is a retrievable ivc filter positioned in the infrarenal ivc with occlusion of the entire infrarenal ivc and with the top of the filter completely covered with scarring."

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Report from CT (computed tomography): "filter type: cook. Ivc stenosis: no. Filter cone position: below the renal veins. Filter migration: yes. Filter fracture/bending: no. Filter tilt: no. Filter penetration: yes. Other findings: yes. Impressions: the entire filter is outside of the ivc. It lies anterior to the ivc. Its posterior leg is embedded in a vertebra where there are chronic reactive changes, sagittal image 55. There are overlapping stents in the external and common iliac veins bilaterally extending into the distal end of a stent which is in the ivc. The ivc stent extends proximally to the renal veins. The are large irregular calcifications in the lumen of the ivc and left common iliac veins indicating that the veins are likely chronically thrombosed."

Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ perforation, migration. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. 10 devices in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: investigation. The following allegations have been investigated: occlusion and scarring. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported scarring is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No relevant notes on neither device or lot number. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.